Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On (B)(6) 2025 the user was hospitalized for hyperglycemia with a bg of 485 mg/dl that persisted for approximately 15 hours despite multiple supply changes and corrective insulin delivery. The user was treated with IV fluids and insulin injections at (B)(6) hospital and discharged on (B)(6) 2025. No further issues were reported after discharge.